Manufacturer narrative:
An MDR is indicated in this complaint. It was reported that a patient was implanted with a prodisc c vivo implant at c5-6 on (B)(6) 2023. Patient was experiencing neck pain and instability and it was found that the implant had migrated posteriorly. The implant was removed on (B)(6) 2024 and the patient was fused. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. Imaging showed that the initial device placement was good but 1-2 mm too posterior. The removal was completed due to implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo implant at c5-6 on (B)(6) 2023. Patient was experiencing neck pain and instability and it was found that the implant had migrated posteriorly. The implant was removed on (B)(6) 2024 and the patient was fused.